Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up received that the patient is deceased. The physician believed the rv lead undersensing lead to the patient¿s death.

Manufacturer narrative:
Concomitant medical products: ddmc3d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited undersensing during an episode of ventricular fibrillation (vf) causing the patient not to receive therapy. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.